Event description:
On august 29, 2006, the lay patient contacted lifescan alleging that her one touch ultra meter was displaying three dashes and she was unable to obtain a meter reading. The medical affairs specialist (mas) spoke with the patient on september 1, 2006 to obtain/verify the following information: the patient received the reported meter about two months ago while she was in the hospital. She was shown how to use the meter in the hospital; however, when she got home, she was unable to obtain a result on the meter. She continued to take one glipizide pill each morning at 9:00 am. On a couple of occasions, she went out shopping after taking glipizide and eating breakfast. While shopping one day at about 12:00 pm she felt weak, shaky, and sweaty. She was unable to obtain a meter reading. She ate some food and drank juice and felt better. She did not contact her doctor. She has an appointment to see the doctor. The customer care advocate (cca) discovered that the patient attempted to turn the meter on by pressing the "m" button rather than inserting the test strip. The cca walked the patient through resolving the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a blood glucose reading on the lfs product. She experienced symptoms that suggested hypoglycemia and treated herself with food and beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.